Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
(B)(4): the patient originally underwent surgery at the hospital on (B)(6) 2015 related to her end-stage arthritis of right hip. The procedure a total hip arthroplasty with right cemented stryker total hip replacement utilizing a size 8 cemented eon stern with a -5 neck, 36 mm ball, 50 mm psl shell with screw fixation times 1 and 10 degree liner placed at the 1 o'clock position was performed. No documented complications were reported. On (B)(6) 2015 the patient presented to surgeon's office for follow up with it was determined the patient was having painful ambulation and x-rays revealed patient appeared to be spinning out and dissociation of her cup from the acetabular. Acetabular revision was recommended by the surgeon and on (B)(6) 2015 she presented back to the hospital for revision of one component with a stryker 52 mm cup, tritanium, 2 screws placed and a 36 mm liner. The patient was described before procedure as having mechanical complication of acetabular component of right hip. The procedure noted the patient did have little bit of increased leg length that was explained to family with x-rays pending. No other complications. X-rays at surgeon office (B)(6) 2015 revealed appeared to be spinning out and dissociation of her cup from the acetabular. X-rays of hip on (B)(6) 2015 revealed status post revision of total right hip arthroplasty. No acute pelvic or hip fracture noted. Minor subcutaneous emphysema present to tight hip.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection was performed as part of the material analysis report (mar). Bony material was observed on the proximal surface of the trident cluster. Burnishing and scratching was observed on the articulating surface of the trident insert. These are common damage modes of uhmwpe. Scratches were observed on the articulating surface of the lfit head, likely from explantation. The screw failed due to fatigue. No material or manufacturing defects were observed on the surfaces examined. Dimensional and functional inspections were not performed due to the poor condition of the returned device. Clinician review: the primary harm involved is revision surgery due to mechanical loosening of the implant. Although the retrieved specimen demonstrated bone attached to the component, the amount and degree of bony ingrowth was insufficient to provide stabile fixation. The fatigue fracture of the fixation screws indicate repetitive motion and stress due to the lack of fixation leading to ultimate failure. It is doubtful that satisfactory initial pressfit and stabilization of this component was achieved at the index surgery. The causes of this are multifactorial but often relate to bone quality and/or surgical technique.

Event description:
Medwatch report #(B)(4): the patient originally underwent surgery at the hospital on (B)(6) 2015 related to her end-stage arthritis of right hip. The procedure a total hip arthroplasty with right cemented stryker total hip replacement utilizing a size 8 cemented eon stern with a -5 neck, 36 mm ball, 50 mm psl shell with screw fixation times 1 and 10 degree liner placed at the 1 o'clock position was performed. No documented complications were reported. On (B)(6) 2015 the patient presented to surgeon's office for follow up with it was determined the patient was having painful ambulation and x-rays revealed patient appeared to be spinning out and dissociation of her cup from the acetabular. Acetabular revision was recommended by the surgeon and on (B)(6) 2015 she presented back to the hospital for revision of one component with a stryker 52 mm cup, tritanium, 2 screws placed and a 36 mm liner. The patient was described before procedure as having mechanical complication of acetabular component of right hip. The procedure noted the patient did have little bit of increased leg length that was explained to family with x-rays pending. No other complications. X-rays at surgeon office (B)(6) 2015 revealed appeared to be spinning out and dissociation of her cup from the acetabular. X-rays of hip on (B)(6) 2015 revealed status post revision of total right hip arthroplasty. No acute pelvic or hip fracture noted. Minor subcutaneous emphysema present to tight hip.